Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the fenestrated bipolar forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. Failure analysis found the primary failure of conductor wire damaged insulation to be related to the customer reported complaint. The instrument was found to have insulation damage on the conductor wire, exposing the internal wires. The damage was located at the distal end on the bipolar yaw pulley. A piece of insulation, measuring approximately 0.018" x 0.048" was found missing. No thermal damage was observed. Electrical continuity was tested and passed. The root cause is attributed to a component failure. In addition, failure analysis found the secondary failure of bipolar yaw pulley scratch marks/abrasions to be related to the customer reported complaint. Upon visual inspection, the instrument was found to have scratch marks/abrasions on the bipolar yaw pulley. The scratch marks/abrasions are aligned with the insulation damage on the conductor wire. The root cause is typically attributed to the user mishandling/misuse. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was available for review. A review of the device logs for the fenestrated bipolar forceps (part# 470205-17 / lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the fenestrated bipolar forceps instrument was last used on (B)(6) 2022 via system serial# (B)(4) for a low anterior resection surgical procedure. The alleged event occurred on the 8th use of the instrument. This last usage of the device per the log review matches the reported event date, indicating that the instrument was not used after the date of the reported event. This complaint is being reported due to the following conclusion: it was alleged the black coating on the tip wire was peeling off the fenestrated bipolar forceps instrument. Failure analysis confirmed the instrument had insulation damage on the conductor wire and the internal wires were exposed. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps instrument had the black coating on the tip wire was peeling off. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the clinical sales representative (csr) and obtained the following additional information: the instrument was inspected prior to use during the last procedure. The instrument did not collide with any other instrument or tool during the procedure. The damage was found during the procedure, but the customer decided to continue to use the instrument until the end of the surgery.